Manufacturer narrative:
510k: this report is for an unknown constructs: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: ouyang, x. Et al (2020), comparison of the clinical effect of dhs and pfna on senile osteoporotic fracture and their significance of changes in balp expression level, journal of musculoskeletal and neuronal interactions, vol. 20 (4), pages 556-562 (china). The aim of this retrospective study is to investigate the clinical effects of dynamic hip screw (dhs) and proximal femoral nail anti-rotation (pfna) on senile osteoporosis patients and their effects on the expression level of bone-specific alkaline phosphatase (balp). Between november 2015 to march 2016, a total of 116 patients with were included in the study. The patients were divided into dhs group and pfna group according to treatment methods. The dhs group consists of 67 patients (30 male and 37 female) with an average age of 67.24±1.66 years, while the pfna group consists of 49 patients (24 male and 25 female) with an average age of 67.47±1.44 years. The mean follow-up period was unknown. The following complications were reported as follows: dhs group: 1 patient had a complicated intraoperative fracture. 2 patients had femoral infection. 1 patient had deep vein thrombosis. 1 patient had osteonecrosis of the femoral head. 2 patients had nonunion. 1 patient had internal fixation fracture. Pfna group: 1 patient had a complicated intraoperative fracture. 2 patients had femoral infection. 2 patients had nonunion. This report is for an unknown synthes dhs constructs. This is report 2 of 3 for (B)(4).